Event description:
During elective traction removed the peg tube broke 3-4 distal to the inner bolster. Endoscopic removed was required because clinician was unable to externally remove the bolster clinician reports thet 2 yr pt was and is stabel ahd has not experienced any major comlication.